Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a procedure to replace this implantable pacemaker due to elective replacement indicator (eri), loss of capture, oversensing and pacing inhibition with three to five seconds of asystole were noted during the use of cautery. The patient's right ventricular (rv) lead was non-boston scientific. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Based on device memory, the device had three system resets which occurred at, or post-explant. Device resets can cause a lack of pacemaker function during the time that the device was performing its reset routine. Analysis identified that the clinical observations were a result of induced damage during the explant procedure.